Event description:
It was reported that the lead could not advance through the curvature and the tortuosity of the vessel even with the guide wire due to the configuration of the lead. The lead was replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.